Event description:
It was observed during the device inspection, that the high-definition monitor exhibited damage to serial digital interface 1 input and printed circuit board damage. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board and serial digital interface 1 input could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the high-definition monitor exhibited damage to serial digital interface 1 input and printed circuit board causing no image. There were no reports of patient involvement.